Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. FDA no longer accepting asr reporting for this product at this time.

Event description:
The customer reported that intermittently they noted visual but no audio alarms at the information center. No patient harm occurred.